Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.  The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of seven (7) years due to mitral stenosis and regurgitation secondary to severe degeneration. The tmvr was performed with a 26mm 9750tfx transcatheter valve successfully with trivial pvl. The patient tolerated the procedure well and was sent to the recovery room. The patient was discharged home on pod #1.

Manufacturer narrative:
H11: corrected data: corrected section h6.